Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing low blood glucose (bg) levels occurred (50s-60s mg/dl). Reportedly, the customer's health care professional adjusted the pump settings and low bg levels resolved.